Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection. No issues were noted. The drive shaft coil and sheath were inspected and there was no damage noted. The annulus of the burr was inspected and was observed to be damaged. A test guidewire was successfully loaded through the entire device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2014-05917. It was reported that a rotawire detachment occurred. A 1.50mm rotalink¿ plus and 330mm rotawire floppy were selected to treat the target lesion. During preparation outside of the patient, when rotational speed was checked it was noted that the rotawire had detached. It was further reported that the rotawire had not been waved. The procedure was completed with another of the same device. No patient complications reported and the patient's status was good.

Event description:
Same case as: 2134265-2014-05917. It was reported that a rotawire detachment occurred. A 1.50mm rotalink¿ plus and 330mm rotawire floppy were selected to treat the target lesion. During preparation outside of the patient, when rotational speed was checked it was noted that the rotawire had detached. It was further reported that the rotawire had not been waved. The procedure was completed with another of the same device. No patient complications reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).